Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced cartridge filling difficulty and leakage when overfilling, which caused the cartridge¿s rubber stopper to dislodge. The user received troubleshooting and education on proper cartridge fill technique and completed the supply change using an inset infusion set. Symptoms included no reported alerts, alarms, or adverse clinical effects. Outcomes included resolution through user education without medical intervention or hospitalization. Investigation included customer support troubleshooting and guidance on correct handling and filling to prevent overfilling and leakage. Investigation of this case revealed user technique contributed to the leakage and stopper displacement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.